Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: when dr. (B)(6) tried to puncture with needle, the front part of the needle was bent. So he used another 19g needle to finish the case. Patient outcome: did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No patient/event info - notes: 1.1 for complaints, ask: 1.1.1 if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? 1.1.2 please describe the location in the body for the intended target site (pancreas, stomach, etc). Stomach to pancreas, cyst drainage a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 1.1.3 please describe the size of the intended target site. About 5cm 1.1.4 if not with the device in question, how was the procedure performed and/or finished? He used another access needle 1.1.5 was the device used in a tortuous position? No 1.1.6 are images of the device or procedure available? No 1.1.7 was it damaged in packaging before removal? No 1.1.8 was it damaged on removal from packaging? No 1.1.9 was force required to remove the device? For complaints occurring during use (once in contact with endoscope) also ask: 1.1.10 what is the endoscope manufacturer and model number that was used? Olympus gf-uct260 1.1.11 was the scope recently serviced / repaired? No 1.1.12 was force required on insertion of device into scope? No 1.1.13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? When dr.(B)(6) punctured 1.1.14. What is the endoscope manufacturer and model number that was used with this device? Olympus gf-uct260 1.1.15. Was difficulty experienced while retracting the needle? No 1.1.16. Was the needle able to be fully retracted before removing from the patient? 1.1.17. Was gaining access to the targeted site difficult? No 1.1.18. Was the endoscope in a flexed or twisted position at any time during the procedure? No 1.1.19. Was needle penetration of the targeted site difficult? No 1.1.20. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes 1.1.21. Was the stylet partially removed prior to advancement of needle? No 1.1.22. How many biopsies/passes were obtained with use of this needle? 0 1.1.23. Did any section of the device detach inside the patient? No 1.1.24. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? 1.1.25. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? 1.1.26. Was there difficulty in attachment / detachment of the leur to the scope? 1.1.27. If the device is procore and it is kinked distally, is the kink at the notch / core trap? 1.2 for complaints specific to the echotip ultra fiducial needle, rpn echo-22-f.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 16-jan-2025.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records prior to distribution, all echo-hd-19-a devices are subjected to a visual inspection and functional inspection to ensure device integrity. As the lot number is unknown a review of manufacturing records could not be performed. Instructions for use and/label the notes section of the instructions for use, ifu0050 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0050). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. As no device was returned for evaluation and no images was shared a possible root cause is difficult to determine but could be attributed to the needle getting damaged/kinked at some point during set-up or advancing down scope and therefore bend on advancement. Another possible root cause could be attributed to excessive force which can be applied during advancement of the needle potentially causing the distal end of needle to bend and being unable to puncture as per issue reported. Sumary complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for similar events.